Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net. Transmission revealed non sustained right ventricular oversensing due to post paced t-wave over-sensing. The over-sensing was noted on the stored electrocardiograms. The low frequency attenuation filter was programmed on. The device remained implanted and patient would be monitored.